Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified due to stress deformation. Based on the results of the investigation, it is likely the following led to the malfunction: the perforation occurred on the insertion section sheath because stress was applied to the insertion section at a specific point and watertightness could not be kept therefore the ultrasonic medium leaked from the perforated area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited damage of the insertion section sheath (perforation on the insertion section sheath) and leakage of ultrasonic medium. There was no patient involvement.